Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and a review of the logs. The issue was resolved when restarting the unit. No cause identified.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.